Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading was 20mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer stated that he thinks the basal rates were set too high. The customer was advised to discuss the basal rate settings with his healthcare professional. Nothing further was reported.